Manufacturer narrative:
Occupation: non-healthcare. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. The patient reports the implant turned off last year, 2017, and patient met with a manufacturer¿s representative (rep) (B)(6) 2017 and the rep turned implant on. Patient states she is not sure how the implant was turned off; patient did not recall having symptoms due to the device off. A different rep checked records and confirmed the patient was seen (B)(6) 2017 due to symptom return since (B)(6) 2017. It was noted the rep checked the implant which was found to be off, turned it on and the patient felt stimulation comfortably. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4) was added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). When asked who reported the event to the manufacturing company, the rep said the patient called the hcp's office requesting assistance and the office contacted tow reps to meet with the patient on (B)(6) 2017. The rep said the patient suffers from sciatica, which is independent from her bladder symptoms, but therapy is helping alleviate their sciatic pain. When the patient returned in (B)(6) 2017, the patient thought there was something wrong with their therapy and wanted to get it checked out. The rep noted the patient waited a long time before calling the hcp's office and when pressed for an explanation, the patient didn't provide one. The cause of the device being off was determined; the patient inadvertently turned therapy off with their patient programmer (pp) and didn't realize it. After turning therapy back on, the rep demonstrated proper pp use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.